Event description:
Patient had pain in the left hip and was referred as a result for a revision. There was considerable black tissue around the proximal end of the stem, with excess hip fluid, which was darker than usual. Casseous tissue was present, but no signs of infection. Primary surgery: (B)(6) 2007.revision surgery:(B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices by a depuy base business engineer confirms small amounts of fretting corrosion on both male and female tapers; which could have contributed to the reported black tissue. It was not possible to determine implant alignment as no x-rays were returned for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.